Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse replaced the power management board to resolve the issue. The fse then completed repair with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. The power management board was sent to our national repair center (nrc) for evaluation. A supplemental report will be submitted once we received the results evaluation from our nrc.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The customer returned the suspect power management board to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the front end module board and no visual damage was observed. The senior repair technician then installed the power management board into cardiosave test fixture and tested to factory specifications per cardiosave service manual. The ncr could not verify the failure of the batteries not charging after extensive runtime and charging of two batteries successfully. The board passed testing. The senior repair technician sent the part to supplier for failure analysis as per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The supplier returned the power management, rohs board to getinge¿s national repair center (nrc). A senior repair technician evaluated the power management, rohs board and no visual damage was observed. The supplier could not verify the failure and the board passed testing. The national repair center installed the power management, rohs board into the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The board passed testing. The board will be packaged, labeled and sent to stock as per procedure.